Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) graft procedure in the right common femoral artery. Reportedly, the suture broke at the point of being tied down. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is not reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the proglide was received deployed. The plunger/needles assembly was returned with the anterior needle tip disengaged from the anterior cuff. The anterior cuff was attached to the link that was attached to the posterior cuff engaged with the posterior needle tip and approximately 4.75 inches of suture was attached to the posterior needle tip, all free of the device. The remainder of the suture, approximately 17 inches in length was not returned. The returned portion of suture did not exhibit any anomaly, was not broken and the end was cut clean, indicating it had been cut with a sharp instrument. There was no detected device handle damage. Anterior needle tip barb damage was detected, but there was no detected anterior cuff damage. Possible contributing factors for anterior cuff-to-needle tip detachment include but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During manufacturing, the needle trajectory of every device is verified to confirm proper needle to cuff trajectory. Additionally, samples from the lot are functionally and destructively tested to assure proper device function. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest that there were user technique issues, however, the using physician was reported as not trained and certified in the use of the proglide device. The proglide instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Untrained use of the device is considered off-label usage. There were no other investigation findings. Based on the investigation no manufacturing or lot quality deficiency was detected. The possible cause for the reported complaint and detected detached anterior needle to and cuff is user related. However it cannot be confirmed so the cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no similar incidents reported for detachment or breakage of suture for the reported lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device (B)(4) - physician not trained per instructions for use.